Event description:
Additional information indicated that the noise/oversensing in both leads continued while applying stress to the device in the pocket and the device was not able to measure lead impedance manually. After extensive testing and monitoring the physician could not confirm lead issue and suspected a device failure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing observed in the right atrial lead. It was further reported that during pocket manipulation testing oversensing was observed in both the atrial and ventricular leads. Both leads were confirmed by x-ray images to be connected securely to the device and will continued to be monitored. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5554 implantable pacing lead: (B)(6) 2012. (B)(4).